Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid under reagent probe a, in the well of the reaction wheel cover of the unicel dxc 600 synchron system. Customer reported the leak occurred while they were doing maintenance. Customer reported that the volume of the leak was 10 to 15 milliliters. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed de-ionized water/ diluted wash solution spitting from the wash collar. The fse replaced the vacuum valve and the issue was resolved.

Manufacturer narrative:
(B)(4).